Manufacturer narrative:
(B)(4). Device not returned for evaluation. Hence, no conclusion can be drawn.

Event description:
It was reported that on post-op, construct backed out. The product came in contact with the patient. Revision surgery was needed as a result of this event.